Event description:
The customer called and reported there was a crack on the corner of the insulin pump screen. Customer's blood glucose was 49 mg/dl, which was treated with sugar and water. Customer was unaware of how the damage to the insulin pump occurred. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.